Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter break occurred. The target lesion was located in left main coronary artery. An opticross¿ imaging catheter was selected for use. During procedure, when the physician forced the opticross¿ imaging catheter through a calcified lesion, it was noted that the catheter snapped and it broke. No patient complications were reported and patient is fine.